Event description:
A beckman coulter, inc. (Bci) representative contacted customer per the (B)(4). Customer stated that the unicel dxc 600i synchron access clinical system generated one occurrence of a non-reproducible false positive accutni result. Customer repeats all accutni tests in duplicate, according to laboratory protocol. Customer's cut-off range is 0.03 nanograms per milliliter (ng/ml). Customer reported observing higher results with the last 5 to 6 remaining reagent tests from the pack; the cause of the results was not reagent or lot specific. There was no death, injury or change to patient treatment attributed to or associated with this complaint.

Manufacturer narrative:
The cause of the instrument issue could not be determined. Customer did not indicate an increase in occurrence of the event, or an instrument malfunction. Therefore, onsite service was neither requested nor required. (B)(4). Customer did not request/require service